Event description:
The customer alleged that the unit was leaking cidex opa and getting e01 errors. There were no reports of physical injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Actual component evaluated at the customer's site. Per the fse, e01 issues were due to the fujinon scopes. Conclusion - other - due to repeated e01 failures observed at certain customer sites, a CAPA was generated to investigate the root causes.